Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number 3014128390-2021-00056.

Event description:
Patient revised due to infection on (B)(6) 2021, approximately 5 weeks following primary surgery on (B)(6) 2021. Surgeon explanted the 36/+6 standard humeral cup, performed a washout, and then implanted a 36/+9 standard humeral cup.